Event description:
It was reported that the customer had a moisture damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported that the insulin pump was exposed to fluid in the past with no moisture visible in the insulin pump. The customer was not able to continue troubleshoot. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with loose and shifted end cap sticker, cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window. No moisture damage found inside the insulin pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.